Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for inconsistent expiration date with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that label information error occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "the expiry date information on the sp package label is not consistent with the expiry date information on a single tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label information error occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "the expiry date information on the sp package label is not consistent with the expiry date information on a single tube."